Event description:
Follow-up identified diagnostic testing indicated high impedances. Subsequently, surgical intervention was undertaken wherein the lead and ipg were explanted and replaced. The reported issue has since resolved. Stimulation was restored post-operatively. The ipg was electively replaced.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) experienced loss of stimulation post-operatively (reference MFR. Report: 1627487-2016-01079). Surgical intervention may take place to address the issue.